Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented discomfort during sexual activity and noticed extrusion of the right cylinder through the navicular fossa. The extrusion was verified at the physician office without acute signs of infection. An explant surgery was performed and antibiotic treatment was prescribed. There were no further patient complications were reported and the patient is waiting for reimplantation of a new ipp.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented discomfort during sexual activity and noticed extrusion of the right cylinder through the navicular fossa. The extrusion was verified at the physician office without acute signs of infection. An explant surgery was performed and antibiotic treatment was prescribed. There were no further patient complications were reported and the patient is waiting for reimplantation of a new ipp.